Manufacturer narrative:
Date of event is estimated

Event description:
It was reported the patient's lead had high impedances. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received wherein the lead was explanted and replaced and effective therapy was established.